Event description:
The pt has two leads with the same lot number. It was reported a few days after the pt's trial on (B)(6) 2014, the pt developed an infection with nausea/vomiting, fever and severe back pain. It was also reported the pt was hospitalized on (B)(6) 2014 and given IV and oral antibiotics. In turn, the pt was released from the hospital on (B)(6) 2014 with no fever and is "feeling much better". Follow-up revealed, the infection has resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.